Manufacturer narrative:
Testing and investigation at the service center found the device touchscreen did not respond when pressed. The probable cause was corrosion on the bottom edge of the touchscreen and front "bezed" due to fluid ingress. This device has been identified as part of a product recall. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
The customer contact reported during programming prior to pt use the device touchscreen did not respond when pressed. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. The customer contact reported during testing at the user facility the touchscreen did not respond and no further testing could be completed. No add'l info was provided.